Event description:
The complainant reported that the clinicians were implanting a solyx single incision sling system in a (B) (6) female patient. The complainant reported that during the procedure, the needle at the end of the mesh would not catch onto the tissue on the right side of the patient during multiple attempts. The physician reported that the problem occurred because of a lack of engagement between the needle and the trocar, though it was set properly. The right side was placed appropriately, however, with the first side not "catching" properly, the physician removed the mesh. Another solyx mesh was obtained and the implant procedure was successfully completed. The complainant indicated that there were no patient complications as a result of this event, and the patient's condition was reported as "okay".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B) (4).